Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse checked the wash aspiration separation condition and dispensing accuracy of the acid and base reagents. The cse cleaned the sample port and ran quality controls. The cse then replaced the air pump, sample syringe, sample tube and manifold. The cse ran quality controls and patient samples, which were acceptable. The cause of the discordant, falsely low psa result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate advia centaur xp instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.